Event description:
It was reported by the customer's mother that the customer had a bent cannula on the infusion set. Customer's quickserter has been functioning correctly. Customer stated that a few times the cannula was not in her body, and another time there was blood on site. Customer woke up this morning with a blood glucose level of 30 mmol/l. Customer treated with the pump. Customer's previous lot had all of the bent cannulas. Customer had disconnected from the pump. Customer had tried different sites. Customer ran displacement test and passed customer inserted a few set last night. Customer's blood glucose level was 26 mmol/l. Customer's mother was advised to monitor. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).